Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg, implant date (B)(6) 2019; 977c265 pain stim lead implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the implantable pulse generator (ipg) exhibited a malfunction. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the ipg.